Event description:
It was reported that dr. Indicated malfunction. While placing the implant, the physician felt that the screw on the fixture mount was loose, so he removed that implant and reinserted another product.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Ne (1) twist ha 3.25mmx13mm (2133) was returned for investigation. Visual evaluation of the as returned product identified the screw with signs of use, wear. A fracture was identified at the platform connection. One of the fingers was missing. The remaining fingers were all damaged possibly from being over torqued. Additionally, the screw threads were damaged. When the screw is placed in the mount, it felt loose. Unable to connect mount to implant. However, due to the screw thread damage the screw could not be functionally tested. Thread damage was viewed inside the implant. Possibly from cross threading. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 8 (universal) and was implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2021050009. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2021050009 for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the implant had damaged internal threads and the screws threads were damaged which could not be verified. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.